Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt the patient notifier vibrate and came into the clinic for a check. High voltage lead impedance was observed on all three vectors. No other symptoms were reported. The physician decided to enroll the patient in (B)(6) and monitor remotely. Next office visit is scheduled for (B)(6) 2017. Physician will continue monitoring the hvli via office and (B)(6) checks.